Event description:
It was reported that the pump and catheter were explanted. The patient developed infection at pump site. The patient had been given perioperative antibiotics. The infection was diagnosed on (B)(6) 2015. The patient did not have meningitis. The last refill was (B)(6) 2015. Symptoms included: fever, swelling, redness and pain. Culture was obtained and the type of organism cultured was meth sensitive staph. The patient was given IV antibiotics. There was no drug withdrawal. The patient had a risk factor due to debilitated statue prior to implantation of the device. The infection was resolving after pump and catheter were explanted. It was reported that the patient had gablofen in the pump system prior to explant. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11299r14, implanted: (B)(6) 2002, product type catheter. (B)(4). Analysis of the pump found no anomaly.